Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer received "temperature errors". No reported adverse impact to the customer's blood glucose. Customer declined providing further information and declined a follow up from tandem technical support.